Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The valve has disconnected from the drainage line. Safety clamp was used. Valve was changed.